Manufacturer narrative:
Investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection, black particles are observed to be embedded in the syringe barrel. A device history review was performed for reported lot 2101066, no deviations or non-conformance's related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided. A project has been initiated to reduce any foreign material within our products. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that black foreign matter was found in the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter, translated from dutch to english: "customer observed black particles in the plastic of bd plastipak 50 ml syringes".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter, translated from dutch to english: "customer observed black particles in the plastic of bd plastipak 50 ml syringes"